Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a power error detected alarm on the insulin pump. The customer's blood glucose during the incident was 83 mg/dl. The alarm did not recur within a week of troubleshooting the previous occurrence. The customer also had a replace battery now alarm without a low battery warning. The customer also reported that they had experienced a high blood glucose of 600 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer had discontinued use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, broken reservoir tube lip, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.